Event description:
It was reported the device did not boot correctly. The device powered on to all zeros and not nominal values. Tried a new battery. Also tried again with the old battery and it booted correctly. The new battery was put in again and the device would not boot as it should. This was tried several times and only on battery caused this. The device was going to be tested further and if the device checked out, the plan was to put it back into service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.